Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that during a battery replacement, bilateral high impedances were measured. The healthcare professional (hcp) disconnected both extensions from the new ins to inspect. The left extension had >40,000 ohms on contacts 0, 1, 2, and 3. The right extension had >40,000 ohms on contacts 8, 9, 10, and 11. It was stated that the left extension had a break in the insulation all the way around the extension, but the right extension appeared normal. It was reported that the hcp placed the left extension back into the new ins and was able to salvage contact 0, but contacts 1, 2 and 3 still had high impedances. The hcp was able to fully seat the right extension and normal impedances were measured. It was reported that an additional procedure was planned to replace the left extension. The patient was reprogrammed to settings on left side using the good contact 0. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.